Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set leaked at the connector and constantly dripping for less than an hour which occurred on (B)(6) 2025. The infusion set was in use for less than an hour. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006182 have already been previously tested in the complaint (B)(4) on 24/may/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Attached in this record. Device history record (DHR) review: the lot 6006182 was manufactured according to the wi version 27, in the line inset 30, on 05/apr/2024, with a total of (B)(6) units. Gluing tubing DHR review: the lot 4c02391 was manufactured according to the wi version 29, in the machine li 3010, on 04/apr/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006182 and 1 other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post-market surveillance activities.

Event description:
To date no additional patient or event details have been received.